Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a fill cannula attempt. The customer also reported that the insulin pump alarmed a motor position encoder error. The customer's blood glucose was 299 mg/dl. The customer did not recall any significant events leading to the alarm. Troubleshooting for the motor error was performed, and the customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also reported that the insulin pump had alarmed no delivery a week prior to the call, for which the customer declined troubleshooting assistance. The customer stated that the infusion sets were running low due to the alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to an erased history file caused by several alarms in the history file. The pump had an alarms due to a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was also received with a cracked case at the battery tube threads, minor scratches on the lcd window, and a stained end cap sticker.